Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the tp2 (total protein gen.2) assay on a cobas c 503 analytical unit. The sample initially resulted in a tp2 value of 4.51 g/dl. The result was reported outside of the laboratory and questioned. The patient sample was repeated, resulting in a value of 7.21 g/dl. The tp2 reagent lot number and expiration date were asked, but not provided.

Manufacturer narrative:
No further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.